Event description:
It was reported the 45mm ez-io needle was placed in the hosp into the pt's left tibia without incident. When they went to remove the needle it broke off. A piece of the needle is retained in the pt's tibia. They were having an orthopedic consult to determine the next step. On (B)(6)2014 follow up info states the pt was taken to surgery and the retained piece of the needle was surgically removed. There was no pt death and no complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.